Manufacturer narrative:
The company representative upgraded the software from b.03 to b.07, as per tb786b. External helium gauge reads 1618 psi. Internal helium gauge reads 187 psi. Checked pneumatic performance service diag's. The iabp was functional and safety tested to factory specifications. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp would not print. The patient was switched to another iabp and therapy was continued. No patient injury was reported.